Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported she was really sick and went to the ER. Patient had a bladder infection and was bleeding from the vagina and rectum. Patient was told to call the office. The information was transferred to dr. (B)(6)'s office. No further symptoms reported. No complications reported.

Manufacturer narrative:
Fdd (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when the urologist was asked whether the cause of the bladder infection and bleeding from the vagina and rectum was determined, they stated: patient was to undergo evaluation from primary care physician (pcp) and had referred for colonoscopy from pcp. When asked what actions/interventions were taken to resolve the bladder infection and bleeding from the vagina and rectum the hcp responded: patient was treated for uti 2018-(B)(6). Patient was seen in office 2018-(B)(6) and sent to ed (emergency department) for care. The device was working well and without infection, patient appeared to have another source of infection. Patient's history of uti prior to and since implant: (B)(6) 2014 patient diagnosed with mixed bacteria and e.coli. Cause of that reported uti: patient had diarrheal illness at the time. Was the uti related to the patient's underlying urinary dysfunction? It was unclear if uti was from incomplete emptying; this was well managed with the device. Likely 2/2 diarrheal illness at the time. When the hcp was asked whether the uti was related to the device and/or therapy they stated "no ". The actions/interventions performed for the uti: antibiotics were prescribed and patient was sent to ed for care due to additional diarrheal illness and dehydration. No further complications were reported or are anticipated.